Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: capio suture broke inside needle carrier after the suture was passed into the sacrospinus ligament on the first pass. Another capio and suture was used complete the case. The suture head was caught in the bottom of the capio device. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review of batch number 02j1001151 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection reports were originated for the lot in question. The device history shows that the product was assembled and inspected according to the manufacturer's specifications. The manufacturer will continue to monitor and trend related events.